Manufacturer narrative:
This report is associated with (B)(4), super poligrip free denture adhesive cream.

Event description:
Drank and ate food the super poligrip went down throat with the food and drinks [accidental device ingestion]. Cough/ causing her to start coughing which she was bringing up white slimy stuff/ was coughing she was bringing mucous up [productive cough]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. In 2011, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough and device ineffective. On an unknown date, the outcome of the accidental device ingestion, cough and device ineffective were unknown. It was unknown if the reporter considered the cough to be related to super poligrip free denture adhesive cream. The reporter considered the device ineffective to be related to super poligrip free denture adhesive cream. Additional details, the adverse event information was reported on 23 june 2016. The consumer stated that she had been using super poligrip for at least 5 years (2011). The consumer stated that she had not had a problem with the product until now. She stated the super poligrip did not hold any longer than 2.5 hours. The consumer also reported that when she drank and ate food the super poligrip went down her throat with the food and drinks and when she coughs the super poligrip came right back up. The consumer reported that it happened everyday and she was still using the product. The adverse event revision information was received on 29 june 2016. The consumer reported coughing, slimy substance, and mucous. She explained that when she ate, the product was going down her throat causing her to start coughing which she was bringing up white slimy stuff (productive cough). She also reported that when she woke up in the morning and was coughing she was bringing mucous up (productive cough). The consumer reported drug maladministration as she wore her dentures at night with the product and during her sleep she was swallowing the product. The event of cough was updated to productive cough. The consumer considered productive cough to be related to super poligrip free denture adhesive cream. This report is being resubmitted to capture corrections for initial version dated 23 june 2016. The causality of an accidental device ingestion was updated to unknown. It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip free denture adhesive cream. No more corrections were made.